Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2016. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6) 2016 due to erosion, vesicovaginal fistula and bladder outlet obstruction. On (B)(6) 2017, she underwent another revision procedure due to pain. Boston scientific has been unable to obtain additional information regarding the event to date.